Manufacturer narrative:
The actual product involved in the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product eval can be performed. Without the finished good lot number, it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past fourteen months for this item. Three (3) device history records were reviewed. There were no conformances issued for these lots nor suture component lots. The product from these finished good lots and all of the components met surgical specialties requirements throughout the incoming, mfg and the final inspection processes. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence cannot be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. Reference: (B)(4). Item #sxpd2b410 stratafix spiral pdo knotless tissue control device; 2mh #1 pdo 24 x 24, lot unk.

Event description:
It was reported that "exact procedure date is unk to met, but the procedure took place about 5 weeks ago. Pt returned 5 weeks post op and suture was "spitting" or coming loose." Ref: pr (B)(4).